Event description:
No new additional information, we once again received complaints of leakage through valve connectors. I received 03 more notifications of product deviations, including the attached photo. On 07.nov.23: add info received: does the batch remain the same as the other occurrences (22095700)? No. The batches in use and with deviation are 22105523 and 22075797. Was there any harm to the patient/healthcare professional? (Detail). Yes, for professionals, rework in changing solutions, connections and bedding. Yes, it is not possible to measure it for patients, but they are receiving sub doses of medication. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? (Detail) no. Was there exposure of blood or chemotherapy to mucous membranes or skin? Yes. What medication was being administered? Solutions in general, chemotherapy drugs, antibiotics, cyclosporine, among others. Was the leak noticed during sample preparation or during infusion? During infusion. Could you resend the photos mentioned in the body of the email? Yes. Is the incident-related sample available for analysis? Yes. On 28.nov.23: ¿we do not have any deviated samples in the patient safety unit¿. On 30.nov.23: add info received. If it is not possible to return the product, can you provide detailed photographs of the product and the clinical setting? Photos and videos attached. Please, can you confirm what was being infused at the time the reflux was observed? Physiological and glycosylated solutions with and without electrolytes, cyclophosphamide, zofram, plasil, dipyrone, among others. Please can you describe the infusion setup, including the make and model of all connection products? It occurs during "bolus" administration with 10ml bd syringes and during infusion of 24 hours, 8 hours, 2 hours, 30 minutes. Of solutions and medicines with luer lock equipment from various brands. Please confirm the amount of blood backflow that occurs, for example, does it travel to the connection product, does it return from the patient? See photo. Please confirm whether there has been any visible damage to the product (e.g. Cracks) or product packaging. Apparently no. Please confirm whether leakage was detected during preparation or during infusion. If during infusion, how long does it take to infuse? Yes during preparation and during infusion. Regarding infusion occurs immediately or during drip. See photo and video.

Manufacturer narrative:
Correction being filed to add additional batch number 22075797 to MDR 9264368.

Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: we once again received complaints of leakage through valve connectors, I received 03 more notifications of product deviations.

Manufacturer narrative:
E1: initial reporter facility - (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: an mz1000-br product was not available for investigation; however the customer suggested that the complaint sample was from either lot 22075797 or 22105523. The customer indicates that they experienced leakage through the maxzero connector but no visible damage was observed. As part of the investigation, the customer provided photographs and a video of the affected samples; analysis of the photograph and video confirmed the customer's experience with leakage visible from the connection of the maxzero to an unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22075797 and 22105523 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br product in the past 12 months.